Event description:
It was reported, there was a serious programmer error message on boot up. The service disk failed to resolve. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event; the boot up error was verified.